Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 79% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After a 2.0x15mm non-bsc balloon catheter was advanced and dilated the lesion twice, a 3.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross due to calcification and the proximal part of the stent strut was noted to be damaged. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 79% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After a 2.0x15mm non-bsc balloon catheter was advanced and dilated the lesion twice, a 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross due to calcification and the proximal part of the stent strut was noted to be damaged. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent strut row 1 and distal stent strut row 4, stent struts were lifted and pulled distally. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).